Event description:
It was reported that after implanting this right atrial (ra) lead high out of range pace impedance measurements were exhibited as well as high pacing thresholds. The lead remains in situ. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this right atrial (ra) lead high out of range pace impedance measurements were exhibited as well as high pacing thresholds. Additional information noted that a chest x-ray took place and it was noted that the ra lead may not be fully inserted into the device header. The lead remains in situ. No adverse patient effects were reported. Device interrogation was performed at end of procedure with following measurements (surgeon informed of measurements): right atrium: p wave 4.2mv, 2932ohms, 3.1v @ 2.0ms, right ventricle: r wave 13.1mv, 1119ohms, 4.0v @ 1.5ms, left ventricle 4968: 10.9mv, 942ohms, 0.5v @ 0.4ms. Shock impedance 81ohms device interrogation was performed the next morning with the following measurements (cardiologist dr (B)(6) to be notified of results): right atrium: p wave 4.6mv, 2127ohms, 2.7v @ 2.0ms right ventricle: r wave 12.6mv, 1793ohms, 5.5v @ 1.5ms, left ventricle 4968: 10.0mv, 750ohms, 0.4v @ 0.4ms shock impedance 70ohms. Patient body habitus was noted, known diabetic, dilated non-ischaemic cardiomyopathy with ejection fraction 20%.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this right atrial (ra) lead high out of range pace impedance measurements were exhibited as well as high pacing thresholds. The lead remains in situ. No adverse patient effects were reported. Device interrogation was performed at end of procedure with following measurements (surgeon informed of measurements): right atrium: p wave 4.2mv, 2932ohms, 3.1v at 2.0ms right ventricle: r wave 13.1mv, 1119ohms, 4.0v at 1.5ms left ventricle 4968: 10.9mv, 942ohms, 0.5v at 0.4ms shock impedance 81ohms device interrogation was performed the next morning with the following measurements (cardiologist dr bupesh pathik to be notified of results): right atrium: p wave 4.6mv, 2127ohms, 2.7v at 2.0ms right ventricle: r wave 12.6mv, 1793ohms, 5.5v at 1.5ms left ventricle 4968: 10.0mv, 750ohms, 0.4v at 0.4ms shock impedance 70ohms. Patient body habitus was noted, known diabetic, dilated non-ischaemic cardiomyopathy with ejection fraction 20%.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this right atrial (ra) lead high out of range pace impedance measurements were exhibited as well as high pacing thresholds. Additional information noted that a chest x-ray took place and it was noted that the ra lead may not be fully inserted into the device header. Additional information noted that the patient was admitted to the hospital due to a chest infection/pneumonia. The device therapy was switched off until the patient goes into the catheter laboratory to have the device pocket opened to check the right ventricular lead connection. The procedure was planned depending on the status of the chest infection status. Additional information noted that the patient was taken catheter laboratory and the device pocket was opened. It was noted that none of the setscrews were screwed down appropriately. All leads showed within range pace impedance measurements. The lead remains in situ. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this right atrial (ra) lead high out of range pace impedance measurements were exhibited as well as high pacing thresholds. Additional information noted that a chest x-ray took place and it was noted that the ra lead may not be fully inserted into the device header. Additional information noted that the patient was admitted to the hospital due to a chest infection/pneumonia. The device therapy was switched off until the patient goes into the catheter laboratory to have the device pocket opened to check the right ventricular lead connection. The procedure was planned depending on the status of the chest infection status. The lead remains in situ. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting this right atrial (ra) lead high out of range pace impedance measurements were exhibited as well as high pacing thresholds. Additional information noted that a chest x-ray took place and it was noted that the ra lead may not be fully inserted into the device header. Additional information noted that the patient was admitted to the hospital due to a chest infection/pneumonia. The device therapy was switched off until the patient goes into the catheter laboratory to have the device pocket opened to check the right ventricular lead connection. The procedure was planned depending on the status of the chest infection status. Additional information noted that the patient was taken catheter laboratory and the device pocket was opened. It was noted that none of the device setscrews were screwed down appropriately. The ra lead was disconnected and re-connected, and the ra lead showed appropriate measurements with a successful tug test. The lead remains in situ. No adverse patient effects were reported.